Event description:
I used an equate brand bandage to cover a boil on my face overnight while that healed, and the next day I had a perfect square shape of what looks like a burn on my face, where the sterile cushion part of the bandage sat on my skin. I've never had any reactions to these kind of bandages before and the adhesive part didn't affect me at all. Just the sterile pad part. It's sore and seems to be slightly infected. I applied burn cream and it is taking the soreness away/helping it heal.